Event description:
A customer reported an altitude alarm occurring on two consecutive days. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). After receiving and understanding tips from technical support on preventing altitude alarms, the customer was able to resume using insulin with the original cartridge without needing a replacement.